Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a staph infection post implant. It was also noted that the patient's lead was "popping out of chest, it was too big." The implantable neurostimulator was explanted.